Manufacturer narrative:
Technician found one of the brake casters and the steering caster were damaged. Technician also found four of the brake caster supports were broken. The technician replaced the brake casters and the supports and the brakes are working fine now.

Event description:
Technician alleged that the brakes were not holding. No one was hurt or injured.